Event description:
The customer contact reported a separation. The tubing set was being used to deliver unspecified volume of total parenteral nutrition via an unspecified pump. After an unspecified length of time, it was reported that the tubing separated from the t connector on the tubing set. It was reported that "only a few cc's of blood" loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.